Event description:
Information was received from a doctor (via a manufacturer representative) regarding a patient with an implantable neurostimulator (ins) for complex regional pain syndrome (crps). It was reported that, starting in (B)(6), the patient felt heat on the stimulation site in the left armpit (axilla). (The patient had no feeling of heat (thermal sense) on the ins implant site in the abdomen.) The patient felt heat in spite of the stimulation on and off and could not take it any more. Since the patient had the feeling of heat in spite of the stimulation being on or off, it was unknown if the ins caused the issue. At the most recent outpatient on (B)(6) 2016, there was no abnormal impedance value. At the outpatient on (B)(6) 2016, there was a little battery remaining (the remaining battery was insufficient) and the impedances could not be measured as communication between the ins and clinician programmer could not be conducted. The patient visited the attending physician at outpatient on (B)(6) 2016 and requested the explant of the ins system. The ins system was scheduled for explant on (B)(6) 2016. Both the physician and the patient did not consider that the ins malfunction caused the thermal sense issue. The physician did not know the cause of the issue. There was no x-ray images or telemetry data available. It was unknown what factors may have led or contributed to the issue.

Event description:
The manufacturing representative reported that it was confirmed that the device was not explanted and was still in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.